Event description:
It was reported that during a hemorrhoid/prolapse, the device fired malformed staples. The complexes were over sewn with 3-0 vicryl. There was approximately 100-150cc of blood loss. There was no patient consequence.